Event description:
It was reported the patient had a previous implant that the complete system was removed shortly after implant because the site became infected. It was stated the patient was on heart medication and the patient bumped their implantable neurostimulator (ins) site shortly after implant and developed a blood clot at the site that became infection and the patient¿s body rejected the device. It was noted this happened about one month after their implant.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v759963, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).